Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited low out of range shock impedance measruements of 0 ohms for three days in a row, then returned to normal limits in the 60 ohms range. The physician will continue monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.